Manufacturer narrative:
(B)(4). It is unknown if the device sample is available for evaluation.

Event description:
Customer reported that the needle hub broke during use.

Manufacturer narrative:
Qn#(B)(4). The customer returned one introducer needle. Signs-of-use in the form of biological material was observed. Visual analysis revealed that the needle hub had broken and separated. This caused the needle cannula to become dislodged from the assembly. Despite this, the portion of the separated hub was still attached to the cannula. A device history record review was completed with no relevant findings. The report of a broken needle hub with a piece separated was confirmed by through complaint investigation. Visual analysis revealed that the needle hub had broken and separated. This caused the needle cannula to become dislodged from the assembly. A device history record review was performed, and no relevant findings were identified. Further investigation of this issue is being conducted under a CAPA. The failure investigation indicates that the probable cause is design related. Teleflex will continue to monitor and trend for report of this nature.

Event description:
Customer reported that the needle hub broke during use.